Manufacturer narrative:
Hemiparesis, hypoesthesia and ataxia are known side effects listed in the information for prescribers. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
One week following treatment with focused ultrasound for essential tremor, the patient experienced hand-hemiparesis, half-body hypoesthesia and ataxia.

Manufacturer narrative:
No device malfunction detected. Treatment parameters in line with typical range. Hemiparesis, hypoesthesia and ataxia are known side effects listed in the information for prescribers. Based on the medical history of this patient and the treating physician feedback, the patient's underlying condition could have contributed to the delayed evaluation of the side effects. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Patient was treated with focused ultrasound on the left side for essential tremor on the right hand. Following the treatment, the patient had weakness and paresthesia but these symptoms were getting better. One week after, the patient experienced hand-hemiparesis, half-body hypoesthesia and ataxia. On february 17th, the physician reported that the side effects were still present but improving.